Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have adenocarcinoma. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have adrenocarcinoma. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual investigation of the exterior of the device, the manufacturer found minor wear and tear, but no evidence of damage or degradation. The manufacturer found beige dust or dirt containment and two beige droplet outlines and some smaller beige spot contaminates on the ui display. The manufacturer came across a moderate amount of beige dust or dirt containment around the rim of the pollen filter area and into the air intake canal and one dark fiber contaminate inside the air intake canal. The outlet port contained some beige and dark dust or dirt contaminate. The areas around the outlet port, the ledge under the sd cover flip door, and the humidifier latch ledge contained beige and dark dust or dirt containment, and brown and dark fiber contaminate. Internal inspection of the base unit found that the pca did not have any unusual markings, the bluetooth antenna has some discoloration. After removing the ui panel, the manufacturer noticed beige and dark dust or dirt containment with a brown and dark fiber contaminate in the ui panel channel of the lower enclosure. The manufacturer also located a very small deceased winged insect contaminate in the ui panel channel of the lower enclosure. After removing the blower box cap, the manufacturer found moderate beige dust or dirt containment on the blower brass nut, input and outlet ports, the impeller, the isolators, and blower box bottom. Evidence of some dark dust or dirt contaminate on the blower outlet seal was found. The manufacturer then noticed a long piece of light fiber or hair contaminate stuck to the center shaft area of the impeller. The blower box outlet port contained a dark contaminate ring outline of similar appearance to keratin around where the blower outlet seal would sit. The rear enclosure surface had a very light amount of a dark coating or sheen contaminate. The p4 connector contained a small amount of corrosion on its housing. The lower enclosure contained some minor beige dust or dirt containment. Visual examination of the sound abatement foam did not reveal any unusual evidence to indicate foam degradation or failure. The device was powered on and was found to operate properly. The device's downloaded event log was reviewed by the manufacturer and found 6 errors logged. The manufacturer concludes there is no evidence of foam degradation within the device but did find evidence of 11 types of contamination: (1. Beige dust or dirt containment, 2. Beige droplet and spot contaminate, 3. Dark smudge contaminate, 4. Dark fiber contaminate, 5. Dark dust or dirt contaminate, 6. Brown fiber contaminate, 7. Dark fiber contaminate, 8. Winged insect, 9. Light fiber or hair contaminate, 10. Potential keratin, 11. Dark coating or sheen contaminate) of which #1, #4, #5, #9, & #10 were found in the airpath itself which were sourced from external environmental conditions. Section d9, g2, g3, h3, h6 were updated.